Manufacturer narrative:
Bayer case number: (B)(6) urticaria on the feet [urticaria], joint pain [joint pain] , migraine [migraine] , visual disorders [visual disturbances] , extreme fatigue [fatigue extreme] , tingling in hands and arms [paresthesia upper limb], decolouration skin [decolouration skin] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 06-aug-2025. The most recent information was received on 22-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of urticaria ("urticaria on the feet") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced urticaria (seriousness criterion intervention required), arthralgia ("joint pain"), migraine ("migraine"), visual impairment ("visual disorders"), fatigue ("extreme fatigue"), paraesthesia ("tingling in hands and arms") and skin discolouration ("decolouration skin"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2025. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to arthralgia, migraine, visual impairment, fatigue, paraesthesia, skin discolouration or urticaria. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 100 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-aug-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Urticaria on the feet [urticaria] joint pain [joint pain] migraine [migraine] visual disorders [visual disturbances] extreme fatigue [fatigue extreme] tingling in hands and arms [paresthesia upper limb] decolouration skin [decolouration skin]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 06-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of urticaria ("urticaria on the feet") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced urticaria (seriousness criterion intervention required), arthralgia ("joint pain"), migraine ("migraine"), visual impairment ("visual disorders"), fatigue ("extreme fatigue"), paraesthesia ("tingling in hands and arms") and skin discolouration ("decolouration skin"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to arthralgia, migraine, visual impairment, fatigue, paraesthesia, skin discolouration or urticaria. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 100 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.